Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 1.25 x 15 non-bsc balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, the stent strut was found damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with proximal struts pulled distally and overlapping. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 1.25x15 non-bsc balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, the stent strut was found damaged. The procedure was completed with a different device. No patient complications were reported.